Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. The customer stated that the pump was not wet or exposed to any altitude changes. Reportedly, the customer wears the pump against the skin. The customer's blood glucose (bg) level was not impacted. However, it was indicated that the customer reverted back to manual injections to manage bgs.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump received reoccuring altitude alarms and was unable to clear the alarm. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use insulin syringes as alternate insulin therapy.